Event description:
It was reported that a dexcom g7 sensor paired to the dexcom app failed to pair to the ilet after entry of the pairing code and over one hour of waiting, and the user was instructed to restart the ilet and wait. Symptoms included no alerts or alarms. Outcomes included no reported clinical effects, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education on device pairing and power cycling. Investigation of this case revealed that the device did not establish bluetooth connectivity to the ilet while remaining connected to the dexcom app. It was concluded that the event was related to pairing failure between the cgm and the ilet without evidence of adverse health effects.